Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy for middle and lower lobe pulmonary resection, while at the thoracotomy lung middle and lower lobectomy, the instruments were tried to be used for resection, but the excessive force mark appeared immediately after the firing. The firing was advanced, but the clamp cover stopped at the line at the graduation 5, they tried to release it, but it did not return. The staple line was incomplete at the distal. They pressed and held the green button on both sides to restart, but the knife did not return. The handle was removed from the adapter with the powered approach and re-attached, but it did not return. The manual adapter tool was taken out and an attempt was made to release it, but it was hard and did not move to the right. Another adapter and cartridge were taken at the discretion of the surgeon, connected with the same handle, and an additional resection was performed by stapling the surrounding tissue to resolve the unanticipated tissue loss and a permanent tissue damage. A part of it was dissected with another device, and they clamped the tissue together with the cartridge, which did not operate, then removed it to the surgical field. Seven staplers were used to perform vessel and pulmonary parenchyma without any problems. However, when the other reload was attached and the firing and resection were performed at the middle and lower lobe bronchial resection, the stapling was completed to the end, but it did not return to the original position, so the event recurred. The person in charge re-entered the room and tried restarting/powered approach, but it did not return. Returning it with the manual adapter tool was tried, but it was hard and did not move. Even so, the adapter tool turned it using the same method, but the root of the adapter tool got damaged. As the bronchial tissue had been completed to cut, the jaws were forcibly opened a little with forceps, and removed from the tissue of patient, then the device was removed to the surgical field. Since then, the surgery was completed by using another reload, handle, adapter and manual retract tool. When the sales representative checked with the surgeon later, the surgeon said, a big strange sound of click was heard at the beginning of the firing and at the completion of the firing when the second problem occurred. The surgical time was extended 30 minutes or more.

Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#(B)(6); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n1k0274y); sigadaptshort, sig power sigadaptshort lin short adapt (serial#(B)(6); sigpshell, sig power sigpshell control shell (lot#unknown); sigphandle, sig power sigphandle handle (serial#(B)(6); sigmret, sig power sigmret manual retract tool (lot#c7e7402x) additional information: b5, g1(manufacturer name, MFR contact first name, last name, street 2, MFR city, region, postal code, email and phone number), g2, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy for middle and lower lobe pulmonary resection, while at the thoracotomy lung middle and lower lobectomy, the instruments were tried to be used for resection, but the excessive force mark appeared immediately after the firing. The firing was advanced, but the clamp cover stopped at the line at the graduation 5, they tried to release it, but it did not return. The staple line was incomplete at the distal. They pressed and held the green button on both sides to restart, but the knife did not return. The handle was removed from the adapter with the powered approach and re-attached, but it did not return. The manual adapter tool was taken out and an attempt was made to release it, but it was hard and did not move to the right. Another adapter and cartridge were taken at the discretion of the surgeon, connected with the same handle, and an additional resection was performed by stapling the surrounding tissue to resolve the unanticipated tissue loss and a permanent tissue damage. A part of it was dissected with another device, and they clamped the tissue together with the cartridge, which did not operate, then removed it to the surgical field. Seven staplers were used to perform vessel and pulmonary parenchyma without any problems. However, when the other reload was attached and the firing and resection were performed at the middle and lower lobe bronchial resection, the stapling was completed to the end, but it did not return to the original position, so the event recurred. Even so, the adapter tool turned it using the same method, but the root of the adapter tool got damaged. As the bronchial tissue had been completed to cut, the jaws were forcibly opened a little with forceps, and removed from the tissue of patient, then the device was removed to the surgical field. Since then, the surgery was completed by using another reload, handle, adapter and manual retract tool. The surgeon later on said that, there was a big strange sound heard of click at the beginning of the firing and at the completion of the firing when the second problem occurred. The surgical time was extended 30 minutes or more.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was attached to an adapter and was partially fired. The reload was returned with the jaws closed and a tissue sample between the reload cartridge and anvil. The anvil was bowed. The knife blade was positioned approximately at the cut line. There were under crimped staples up to the cut line. The reload cover tube was removed. The reload laminates were bent. It was reported that there was significant tissue loss occurred as a result of the product failure, after firing the device, there was resistance while attempting to retract the knife, the device was difficult to unload and the device initially fires, but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Bowed anvil can occur under the following conditions: application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to fire the reload. In addition, staples may not form properly and tissue may not be fully transected. It was also reported that staples were missing from the staple line after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.